Manufacturer narrative:
Section b2 - the selection for life-threatening (initial or prolonged) has been removed, as there are no adverse events or outcomes associated with it. Attached copy of supplemental MDR and acknowledgements attached to the case.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that insep missing in magnet . A field service engineer, replaced the insep to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the drawer has failed. The customer reported that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.